Event description:
It was reported that during the implant of a cardiac resynchronization therapy defibrillator (crt-d), upon connection of the right atrial (ra) lead to this device, the pacing from the ra lead channel was oversensed by this right ventricular (rv) lead, which led to pacing inhibition and asystole. The physician opted to remove and replace the device as well as this right ventricular (rv) lead and right atrial (ra) lead. No additional adverse patient effects were reported. This lead has been returned and is pending analysis.

Event description:
It was reported that during the implant of a cardiac resynchronization therapy defibrillator (crt-d), upon connection of the right atrial (ra) lead to this device, the pacing from the ra lead channel was oversensed by this right ventricular (rv) lead, which led to pacing inhibition and asystole. The physician opted to remove and replace the device as well as this right ventricular (rv) lead and right atrial (ra) lead. No additional adverse patient effects were reported. This lead has been returned and is pending analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.